Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching a pulmonary parenchyma during a laparoscopic radical resection of pulmonary carcinoma, the stapler was able to fire however the staple line was incomplete distally. It was also reported there was a poor staple formation. Another reload was used and the staple line was fixed by manual suturing to complete the case.